Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported their implant battery was dead and wouldn't charge. Patient said the implant would take a charge for a couple seconds and then go dead again, and now they were seeing an image of a doctor when trying to charge. Patient mentioned they were in pain after moving something heavy a couple weeks ago; pulled something in their lower back, which was usually the reason they would use stimulation.

Event description:
Additional information received from the manufacturer representative reported that the battery had been depleted for an extended period of time. A charge session was started at the clinic and they were able to charge as expected. The patient was going to have an elective battery replacement on (B)(6) 2025. In the meantime, the patient was charging more frequently.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.